Manufacturer narrative:
Analysis received the unit with unresponsive button response due to corroded keypad traces. There was no moisture damage found on the electronic and motor assemblies. Analysis was unable to verify battery out limit alarm.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated the insulin pump received a battery out limit alarm. The customer stated the insulin pump can not perform self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.